Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2024, the child came to the pediatric emergency with a headache and vomiting and the presence of meningitis was confirmed by lumbar puncture without being able to identify the germ. The surgeon met with a neurosurgeon, and they decided to proceed with a petrosectomy with explantation.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received the device was explanted due to 2 episodes of post-operative meningitis. The recipient has a cochlear malformation, and a gusher was reported during implantation surgery. Additionally, the recipient had another episode of meningitis 20 days after explantation. A review of device sterilization records shows that the device has been subject to a valid sterilization process. Therefore, no information points towards the device being the source of the infection. This is a final report.

Event description:
On (B)(6) 2024, the child came to the pediatric emergency with a headache and vomiting and the presence of meningitis was confirmed by lumbar puncture without being able to identify the germ. On (B)(6) 2024 the child had another episode of meningitis, identifying haemphyllus spp, being treated with atb and glucocorticoids with good evolution and remaining hospitalized to date without neurological sequelae. The surgeon met with a neurosurgeon, and they decided to proceed with a petrosectomy with explantation. The user has good evolution without neurological sequelae. The user has been explanted on (B)(6) 2024. The implant was sent to bacteriology for evaluation. From this evaluation, it was obtained that _the culture is positive, cocci grew._ as reported on (B)(6) 2025 the user had an episode of meningitis after the explantation of the device. The user recovered completely from meningitis without sequalae. An MRI has been conducted and could not identify csf in the timpanomastoid cavity, there was liquid signal but not sure to be csf, the clinic thinks it is a remanent of the infection due to the river immersion a few days after surgery. The surgeon thinks that the last meningitis was developed as a healing process infection. The patient is now in very good conditions following with the antibiotic_s prophylaxis.